Event description:
It was reported that the pt was complaining of pain so the surgeon revised. The surgeon noted altr at the implant site.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9616680-2012-00622 and 9616680-2012-00623.